Event description:
This event was found during reprocessing.

Manufacturer narrative:
Additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the connecting tube was unable to be connected as connector loosened and came apart. As a cause of the loosened connector, it is likely that the user applied stress to the connector toward loosening direction, and the stress was accumulated. Or, the connector may have been hit by something hard. This issue is addressed in the instructions for use (IFU): "chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents" olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse confirmed the connector was broken and replaced the connector. The equipment was repaired and verified according to the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the endoscope reprocessor had a broken scope connector. There was no patient involvement or impact to patient care reported for this event.